Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the ins battery was back on and the patient's therapy was restored.

Event description:
Additional information was received. It was stated that the device was confirmed overdischarged. The process started pulling the device out of discharge. Por appeared and the patient is charging at home. The ins would be turned on (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having recharging issues and seeing poor communication on the recharger and the patient programmer. The last time the patient charged the ins was the end of april. The caller thought the ins recharger battery full icon was the ins full battery and realized the ins was depleted. The rep stated the patient believes the equipment is faulty when asked to connect to their device. The patient was also directed to follow-up with their healthcare provider (hcp) for possible over discharge/make an appointment to be seen in person in office to help diagnose. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep) stating that the last time the patient was able to communicate with the ins was in march according to the patient. It was discussed that most likely the patient was in over discharge and needed recovery. Recharger rrt indicated 01/01/00. Rep indicated that the patient appeared to be asymptomatic. Rep was assisted with putting the recharger into physician reset mode (prm), reviewed recharging and then clearing por. Additional information was received stating they were going to wait to bring the ins out of an over discharged state until they could set aside more time.

Event description:
Additional information received from the consumer reported the device couldn't charge and wasn't working. A jump start was attempted for 57 minutes but it didn't work and there were no results, so the issue wasn't resolved. The consumer needed to go back (B)(6) 2020. No further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.